Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Both ez io drills failed to cannulate a tibia on an als call involving a younger adult male last night. The drills stopped spinning while attempting to puncture the bone. Both drills at the time had green lights. Since last night one of the drills is starting to flash red. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No damage was observed. When the trigger was pressed, the led flashed red, indicating the driver was near its end of life. The eeprom was parsed and showed that the charge count was 17,360,128 and the cycle count was 618. The charge limit condition had been met to turn the led red and notify the customer to replace the device. The driver had no power because the batteries were depleted. The cause for the battery depletion was due to extended use of the device after the red blinking light came on indicating it was time to replace the driver. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Both ez io drills failed to cannulate a tibia on an als call involving a younger adult male last night. The drills stopped spinning while attempting to puncture the bone. Both drills at the time had green lights. Since last night one of the drills is starting to flash red. The patient's condition was reported as unknown.